Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-jan-2023 . H6: investigation summary the customer reported the tubing had a leak and returned one used sample. The sample was leaking from the smart site inlet below the pump segment, and the complaint is verified. The root cause is traced to solvent applied, it was missing on some of the tubing, and the tubing was loose. The tubing did not fully separate, so after the leak was found the tubing was taken out to investigate. Solvent was only applied to a portion of the tubing. Device history record review for model 2426-0500 lot number 22113040 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked after connecting it to the patient. The following information was provided by the initial reporter: "after being primed with saline and connected to patient a leak was noticed along the primary set."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked after connecting it to the patient. The following information was provided by the initial reporter: "after being primed with saline and connected to patient a leak was noticed along the primary set."

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.